Event description:
It was reported that the blade failed to work. It stopped working as it should. It stopped articulating, was loose and would not move when activated. Nothing fell into or was left in the pt. Another device was used to complete the procedure. There was no pt injury. This report is being filed for the findings upon investigation.

Manufacturer narrative:
The device is a class I exempt device. Final device investigation found that the device was returned with the blade separated from the device and the black piece that holds the blade missing and not returned with the device. No lot number was provided so the device history record could not be reviewed.